Event description:
It was reported that the customer was hospitalized for dka. The md stated that the customer was not receiving insulin for three days and this was confirmed through the bolus history. In addition, it was indicated that the customer is new on the pump and may not have been bolusing correctly. The customer was educated on the proper method for bolusing and was advised to call the helpline for assistance.